Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6)2008. (B)(4).

Event description:
It was reported that the atrial lead had dislodged during a CT (computed tomography) scan and that the left ventricular (lv) lead had high thresholds. Both, the atrial and lv, leads were explanted and replaced. No patient complications have been reported as a result of this event.